Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative. It was reported that on (B)(6) 2023 their son's dbs was replaced and their battery is for 5 years. For the past 1-1/2 year his battery has been working over time, and they saw their neurologist this past week and the battery is 39% but when they go to their patient programmer neurostimulator (phone) shows like they have battery for the next 11 month even when their doctor said contrary base on the data. The communicator & handset they can see the percent of battery but not on their battery. They are asking if there is any way they can see accurate battery life % in the phone or is it just show to the doctors data and do they have to take the patient in. Additional information was received from the hcp. They reported that the patient's battery life was much shorter than expected. They have never trusted the time estimate for any patient. They are scheduled for an ins replacement. It is unknown if the issue resolved.